Event description:
The bed frame allegedly dropped from 1.5 feet to the lowest position without pressing any buttons on the bed pendant. No injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged that may have a potential for serious injury. Allegedly, the (B)(6) lb consumer was on the bed when it dropped 1.5 feet to the lowest position. It is unk if the consumer was laying, sitting, standing or jumping on the bed at the time. The consumer alleges they did not use the control panel to make a height adjustment at the time of the alleged incident. This bed has been taken out of service. Maintenance history and previous product issues prior to this alleged incident are unk. Product has not been returned for an eval so it is unk if a malfunction occurred or if other factors such as misuse, abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed based on alleged unconfirmed malfunction.